Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to discoloration noted on the distal end of the subject device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive part of the lighting lens was peeling off and causing a gap to form. This report is being submitted to capture the compromised adhesive noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed - discoloration was found at the tip body. Additionally, the adhesive on the distal end was damaged and forming a gap. The angle knob was compromised as a result of the elongated angle wire. There were scratches on the insertion part, operation part, tip cover, right and left knobs, and the universal cord. The forceps lever was not operating smoothly, and the display on the scope connector was peeling off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 06-mar-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the peeling adhesive likely occurred from mechanical stress by contact with endo therapy accessories and/or chemical stress which caused the adhesive to deteriorate. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.